Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that the patient was hospitalized due to severe hypoglycemia event on (B)(6) 2026. Patient experienced loss of consciousness. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.